Event description:
The pump trainer called to request assistance with testing the pump prior reconnecting to customer. It was reported that the customer was hospitalized for high blood glucose and dka. It was stated that the problem was likely not pump related. The trainer stated that she tested the pump and the insulin exited. Later, a nurse called to perform the high-pressure test and passed. Programming was correct. The nurese stated that the customer went for days without bolusing.